Manufacturer narrative:
On 22-jan-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the device wasn't irrigating. The irrigation issue was only noted after ablation had commenced and the temperature went high. The cut-off value for the temperature had been exceeded and the ablation was automatically stopped after 1 second. A small bubble was also noted. The correct catheter settings were selected on the generator. The generator parameters were as follows: power mode, 45w, cutting off problem at 43 degrees. Replacing the leather strap sat001 did not solve the problem. A second catheter was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed reddish material residues were observed located at the bottom of the dome in the transition between the dome and the first ring. A temperature and impedance test was performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded as the flow was observed irregularly through the irrigation holes. Afterwards, a microscopic inspection of the dome was performed and some irrigation holes were observed occluded with a dry reddish material. Due to the occlusion in the irrigation holes, excess heat could be generated at the dome surface; which could cause an increase in the temperature and the presence of char in this area. A sem test was performed to identify the foreign material inside the irrigation hole. It was identified that the occlusion is composed of an organic material, presumably blood, and an inorganic material. The presence of the inorganic material inside the irrigation hole is confirmed to be manufacturing attributable. A manufacturing record evaluation was performed for the finished device number 31365823l, and no internal actions related to the reported complaint were identified. The high temperature, irrigation issue and the bubble errors were confirmed, as the condition observed on the dome may have produced all the failure modes described by the customer. The root cause of the occlusion is traced to the manufacturing process. The potential cause of the reddish material residues observed between the dome and the first ring could be related to the procedure. The instruction for use (IFU) contains the following information: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. When cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. ¿purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. This product complaint will be addressed through the quality system. An internal action is being followed to reduce this failure mode. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the device wasn't irrigating. The irrigation issue was only noted after ablation had commenced and the temperature went high. The cut-off value for the temperature had been exceeded and the ablation was automatically stopped after 1 second. A small bubble was also noted. The correct catheter settings were selected on the generator. The generator parameters were as follows: power mode, 45w, cutting off problem at 43 degrees. Replacing the leather strap sat001 did not solve the problem. A second catheter was used to complete the operation. There was no adverse event reported on patient.